Event description:
It was reported that patient underwent revision of right total knee replacement. Patient has an old pfc ps rp femur sz4, sz 4 10mm ps rp tibial insert, sz 4 rp cemented tibia, 38 pfc dome patella. Original operation was performed in 2003. During the operation, it was noted that the tibial post on the insert was broken and the femoral component was loose. Patient was experiencing pain and discomfort pre-operatively. All old implants were discarded at the hospital due to infection risk.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision right total knee replacement. [Patient] has an old pfc ps rp femur sz4, sz 4 10mm ps rp tibial insert, sz 4 rp cemented tibia, 38 pfc dome patella. Original operation was performed in [year]. During the operation it was noted that the tibial post on the insert was broken and the femoral component was loose. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4). The photo investigation revealed that the knee femoral has signs of what appears to be bone cement fixated at the posterior section, also presents blood remnants. However, with the provided photographs and the absence of chronological evidence for review, there is no clear indication to confirm loosening. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the knee femoral would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: h6 health effect clinical code.